Event description:
Product design question. This sophisticated system counts how many strips used. Box has 100 strips. Meter refused to allow use after 100 unless it is recalibrated with new calibration strip. Neither the users guide or the labeling adequately warn about this feature. They do say that one needs to use calibrator with the box of test strips using. Rptr previously used the precision q-I-d meter which had same instructions but did not stop one from using multiple boxes with same lot number. Rptr feels that at a minimum a warning should be sent to users of device to alert them of this feature since a diabetic might be without the box of strips and need to do a calibration. Rptr also feels a recall might be warranted and a redesign necessary. In adition a warning in the box of strips might be helpful and extra calibration strips should be made available in each box. Rptr feels it is dangerous to have a diabetic unable to use their blood glucose meter for no apparent reason. Rptr had this experience but was able to use another meter.